Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to failure of the output connector socket, video connector got damaged and could not connect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The evaluation found that the video connector exhibited a receiving lock failure. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the video system center exhibited a broken pin on the receiving connector. It is unknown when the reported issue occurred and no procedure information was provided. It was noted that the procedure was completed with the same device. There were no reports of patient harm.